Manufacturer narrative:
Analysis of this device is pending,upon completion a final report will be submitted.

Event description:
Boston scientific received information over 8 years ago shortly after the implant of this device, the atrial lead associated with this device displayed poor sensing measurements. During a procedure, the distal setscrews of the atrial channel were found to be loose. The physician elected to apply silicone sealant to the leads in an effort to secure the leads in the header. The system remained implanted until recently, a procedure was performed to explant the device due to normal battery depletion and was returned for analysis. No further allegations or adverse patients were reported since the initial allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.